Event description:
As reported, the 4fr infiniti jr4 diagnostic catheter failed during a procedure. The device was not used in the patient. During usual manipulation, the catheter hub separated from the shaft. It seems the attachment was not secure. There was otherwise no difference in the procedure from typical cases or usage. No harm was done, and the procedure was completed with a replacement. An image was provided, and it shows the proximal portion of two catheters. One of them appears intact with no damages noted. The other catheter presents with a body/shaft separation, which appears to have originated from under the strain relief. No other damages were noted in the images. The user was trained in using the device. The device was stored properly and opened in a sterile field. The device will be returned for evaluation. Additional information was requested but not provided.

Manufacturer narrative:
As reported, the 4fr infiniti jr4 diagnostic catheter failed during a procedure. The device was not used in the patient. During usual manipulation, the catheter hub separated from the shaft. It seems the attachment was not secure. There was otherwise no difference in the procedure from typical cases or usage. No harm was done, and the procedure was completed with a replacement. The user was trained in using the device. The device was stored properly and opened in a sterile field. The device was not returned for evaluation. Additional information was requested but not provided. A single photo was reviewed as part of the complaint investigation. The image depicts a 4f diagnostic catheter with visible separation of the body beneath the strain relief. No other anomalies were apparent, and the photos did not provide enough detail to determine whether the issue was manufacturing related. The reported "separated catheter (body/shaft)-separated" was observed in the submitted image. Based on the image, the separation appeared to initiate beneath the strain relief, though the exact cause could not be verified. Pre-procedure handling or storage factors may be contributing factors to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, "store in a cool, dark, dry place. Exposure to temperatures above 54ºc (130ºf) may damage the catheter." Without the ability to perform a product evaluation on the affected device it is not possible to determine if the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the 4fr infiniti jr4 diagnostic catheter failed during a procedure. The device was not used in the patient. During usual manipulation, the catheter hub separated from the shaft. It seems the attachment was not secure. There was otherwise no difference in the procedure from typical cases or usage. No harm was done, and the procedure was completed with a replacement. An image was provided, and it shows the proximal portion of two catheters. One of them appears intact with no damages noted. The other catheter presents with a body/shaft separation, which appears to have originated from under the strain relief. No other damages were noted in the images. The user was trained in using the device. The device was stored properly and opened in a sterile field. The device will be returned for evaluation. Additional information was requested but not provided.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.